Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, a reporter for the lay user/patient contacted lifescan (lfs) USA, alleging that the patient's onetouch ultra2 meter was displaying an unknown error message. The complaint was classified based on information obtained from the customer service representative (csr) documentation. The reporter claimed that the alleged issue began on (B)(6) 2016 at 3:39 p.m. The reporter advised that the patient manages her diabetes with insulin (no adjustments) and claimed that she did not make any changes to her usual diabetes management regimen as a result of the alleged issue. The reporter claimed that the patient developed the symptoms of shaky and cold sweats approximately 5 minutes after the alleged issue occurred. The reporter advised that emergency medical services (ems) were contacted and at approximately 4p.m., on the same day, the patients blood glucose was tested on the ems device and readings of 30 and 24 mg/dl were obtained. The reporter claimed ems treated the patient with IV fluids at 4.30p.m. At the time of troubleshooting, the reporter was unable/unwilling to walk through a retest and the alleged issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient received treatment from a health care professional for hypoglycemia after the alleged issue began.